Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit was tested using a water fill test reservoir. Test reservoir was filled up to 300 ml. Multiple bolus deliveries were program and properly delivered. No delivery anomalies noted during testing. Boluses recorded properly in the bolus history. Test reservoir was checked after boluses. Units left in reservoir matched units left on status screen. Unit passed. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 475 mg/dl at the time of the incident. The customer states that they sometimes get too much insulin or not get anything at all from the pump. The customer has had a low of 67 mg/dl. The customer states that when they fill the reservoir up to 300 units, the pump does not deliver. The customer experienced a heart attack and a cut on the foot before admission. The customer was not wearing the insulin pump during the incident, greater than 48 hours. Troubleshooting was not completed as the customer declined. Customer also reported a pump piston problem on a previous pump and the current pump. The insulin pump will be returned for analysis.